Manufacturer narrative:
Pump passed the displacement and self test. Passed tone check on self test. No unexpected audio/beeping alarms anomalies noted. Pump received with minor scratched lcd window, cracked case, cracked case at the display window corners, cracked lcd window, broken belt clip slot, cracked battery tube threads, stained end cap sticker, stained address/serial number label and broken reservoir tube lip. The test infusion set and reservoir does lock into place.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer was reported via phone call that, the insulin pump does not sound the same when it alarms. The blood glucose was unknown at the time of the incident. Customer stated that, the insulin pump loud as before and has a sound that its being strained. Customer stated that the alarm sound has changed on his pump. Pump is neither beeping nor vibrating currently. Customer stated that, he is having a hard time hearing when the pump gives its first warning. Assisted customer in performing a self test and insulin pump did not beep during the tone test. Customer feels that he was not able to hear the beep like he used too. Customer advised to replace the insulin pump and refer to back-up plan. The insulin pump will be returned for analysis.